Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
After iabp for several hrs, an alarm sounded from the pump and a small amount of blood was noted in the catheter. The iab was removed and a second was inserted. On 1/15/98, the following was reported to datascope: the iabp started alarming. The helium site, vital signs, kinks in catheter were checked but the alarms still continued. A small amount of blood backed up in the iabp catheter and the pump was turned off. The helium line was disconnected and the line was clamped off. The dr ws called and the iab was removed. [Event complications]: none from the event-reported 12/8/97 and 1/15/98. [Pt's current status]: stable-rpt'd 1/15/98.